Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per caller ,the little chrome piece with the button on it is missing from the bar that runs behind the head rest . MDR filed.